Event description:
It was reported by service report that the fowler was bent and could not lay flat. There was pt involvement; however, no adverse consequence were reported.

Manufacturer narrative:
Fowler weldment.